Event description:
Evaluation summary: received was one export xt aspiration catheter, coil wrapped with two aspiration syringes. The catheter was returned with the original packaging. The aspiration line was attached to the aspiration catheter and has blood inside indicating use. The distal tip of the catheter is torn and the marker band is missing. The full length of the wire lumen is torn in a distal direction. The distal tip of the catheter is not detached. The guide wire and guide catheter used in the case were not returned for evaluation with the export catheter.

Event description:
During use of the aspiration catheter in the patient it was reported that the exportxtce distal tip detached and although some parts were retrieved with a snare, the marker band went down a distal vessel and remains in the patient. It is confirmed that the device was inspected and prepped as per IFU. No abnormalities were noted. No additional patient clinical sequelae were reported.

Manufacturer narrative:
Results and conclusion: (inconclusive, investigation in progress). (B)(4).

Manufacturer narrative:
Conclusion: no root cause can be determined but based off evaluation of returned device and information received no manufacturing root cause. (B)(4).